Event description:
Caller states that a patient received the following results on an inform meter, compared to a lab result, within 11 minutes: 487 mg/dl, hi (greater than 600 mg/dl), 377 mg/dl (inform) and 241 mg/dl (lab) all readings were taken while the patient was admitted for diabetic ketoacidosis and while the patient was in the process of hemodialysis. Patient was treated based off of the lab result (type and amount not provided). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.